Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. Technical support will send a technician on site to troubleshoot the suspect device. At this time, the suspect device has not been evaluated. Therefore, no root cause could be determined yet.

Event description:
The customer reported that there was a problem with the map pressure and loosing pressure on different patients on the 3100 a ventilator. The customer confirmed that there was no patient harm or injury that was associated with the reported event.